Event description:
A malfunction alarm was reported after the device got wet for a short period of time. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to put the pump into storage mode and return it using a pre-paid label within 10 days. Tandem technical support arranged for the pump to be replaced as it was under warranty. The customer planned to use mdi as a backup therapy to ensure insulin delivery continued uninterrupted.